Manufacturer narrative:
Investigation summary no physical product and a stock photo of the luer connector was received by the customer. The customer complaint of (B)(4) could not be verified due to the product not being returned for failure investigation and the photo not showing the failure reported. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector the luer connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: cap gets suctioned to the luer and is extremely difficult to remove. Customer has to yank the cap and tubing to separate challenging to remove the cap.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector the luer connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: cap gets suctioned to the luer and is extremely difficult to remove. Customer has to yank the cap and tubing to separate. Challenging to remove the cap.